Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin of the power adapter of the remote monitor was broken. No troubleshooting indicated. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.